Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that there son was hospitalized due to high blood glucose and diabetic ketoacidosis from (B)(6) 2018. The customer's blood glucose at the time of incident was 500mg/dl. No further details are given. The insulin pump will not be returned for analysis.